Event description:
I had the novasure procedure in 2007, I had thermal burns to my colon in 3 places approximate 4cc in size. I discovered this 36 hours after my procedure. I was hospitalized for 8 days. I became septic and had to have a bowel resection. I am very lucky to be alive. And I noticed this had not been reported to you. I am very curious as to when the 1st case of this had occurred.